Manufacturer narrative:
H6 type of investigation code 4114 was removed. H6 investigation findings code 3221 was removed. H6 investigation conclusions code 4315 was removed. An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity was reported. Information from field indicated that there were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. Information from field also indicated that the occluder was removed from the patient before release and tested in warm serum three times, but the deformation persisted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer cribriform occluder was selected for implant using an 8f amplatzer trevisio delivery system. During procedure, the occluder deformed with a bulbous shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. The occluder was removed from the patient and tested in warm serum three times, but the deformation persisted. A new 30-25mm amplatzer talisman pfo occluder was successfully implanted. No patient consequences were reported.